Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the operating room and, upon surgical exploration, the stimulation lead was found to have migrated towards the chest incision, causing dehiscence. Physician repositioned the stimulation lead beneath the ipg and closed.